Event description:
Additional info received on 03/07/2019 for report # mw5084648. Serial number info for malfunctioning pump: (B)(4).

Event description:
Patient¿s mom reports that pump was making a clicking sound and it seemed like it was pushing more volume at a time, which may have been uncomfortable for daughter. Mom states daughter is non-verbal, so it¿s difficult to communicate how the infusion feels. Pump replacement recommended. Mom agreed to the pump exchange; return box to be provided. Mom also stated that sometimes there¿s a little bleeding during the infusion, but does not seem to interrupt the infusion. No other information known. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the reported fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown, patient is non-verbal. Reported to (B)(6) by: patient/caregiver.